Event description:
Device was implanted in 1999. Device was revised due to wear of poly liner. Date of revision is unk.

Event description:
Device was implanted 1999. Device was revised due to wear of poly liner in 2002.